Event description:
It was reported that after the epidural catheter was placed in the pt, the pump was started at 0.6cc/hour to administer morphine. The flow rate was increased one time per the doctor's orders and one hour later the pt was found to be lethargic with respiratory depression. It was determined that the pt suffered an overdose. The pump setting was checked and it was set at 7.0cc/hour. It appears that the nurse set the pump at 7.0 instead of 0.7cc/hour. The pt recovered without complications.